Event description:
The customer called with a very faint audion tone. Alarm history showed multiple error alarms. Troubleshooting was done and unit failed the alarm testing. The customer was assisted in setting the pump to vibrate mode.